Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated three (3) erroneously high patient results for sodium (na), potassium (k), and chloride (cl). The erroneous results were reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the analyzer and determined multiple hardware malfunctioned. The fse replaced the reference valve, reference electrode and reference block which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. However, there is sufficient evidence to suggest a part malfunction was the cause of this event. The fse performed system performance successfully. No further issues were noted after part replacement. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).